Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.6% of procedure patients experiencing a transfusion reaction, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The spectra optia apheresis essentials guide also states "the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure."root cause: based on the customer¿s statements, the patient has a history of having allergic reactions during the beginning of the treatment. Also, the physician indicated that the patient reaction was related to eto exposure. Root cause for the patient¿s reaction is the patient¿s physiology/sensitivity to eto.

Manufacturer narrative:
Investigation: the customer stated that the patient has a history of allergic reactions at the beginning of procedures and saline rinse was performed twice prior to the start of the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a reaction during a therapeutic plasma exchange(tpe) procedure, after 300ml of replacement fluid (albumin) were given. The patient complained of chest heaviness and felt tightness in her throat. The physician at the customer site suspects the reaction is due to the ethylene oxide (eto) used to sterilize the set. Per physician's order, 25mg of benadryl was given to the patient via IV. The patient is reported instable condition and no additional follow-up visit was required. The customer declined to provide patient's identifier. The disposable kit is not available for return, because it was discarded by the customer.